Event description:
It is reported that the pt's left hip dislocated.

Manufacturer narrative:
Eval summary: x-ray are not returned for review to assess component fit and orientation. The pt was relocated at an emergency room with conscious sedation. Primary operative reports were returned for review, which noted that the postoperative x-ray demonstrated hardware in good alignment with no evidence of postoperative fracture or dislocation. With the info provided, a conclusive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.